Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urin ary/bowel dysfunction. It was reported that the therapy "never worked," and for the past year have been feeling shocking/electrical sensations at the implant. The patient said they had been to the ER twice over the past year to have this episodes addressed. The patient denied any falls or trauma to the area. The patient works as CT technician. When asked if patient had tried turning therapy off, patient said they have been unable to connect to ins, but also mentioned that they had the communicator charging. Agent attempted to walk patient through connecting to ins over the phone (and ensured the communicator was not plugged in charging), but patient continuously got "no device found" message, possibly due to dead ipg. Agent suggested patient follow up with managing hcp, but patient said they left/retired. The patient said they also reached out to other local doctor, but they were getting a large influx of their managing hcp patients right now and suggested they touch base with their local manufacturer representative (rep). Agent searched physician locator and those were the only 2 hcp's for 100 miles. Agent emailed the field with request that someone contact the patient regarding this issue. Agent also suggested that patient return to urgent care/ER if episodes continued and they felt like it was an emergency.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-01-05 additional information was received from a manufacturer representative. They reported that they had spoken with this patient and had put them in contact with another physician in their area that can help them. The patient was going to make an appointment with the physician's office in order to discuss the next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.